Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged from the original lateral branch at implant back into the main coronary sinus (cs) body. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.